Event description:
Affiliate reported that drainage bag leaked just after drainage started. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been conformed. It was verified that the drainage port at the bottom of the bag is ripped and partially separated from the bag. The cause(s) of the damage could not be fully determined, however, inappropriate pulling forces appears to have caused the actual damaged and the difficulty reported by the customer. Since a product lot number was not provided, the lot history records review could not be conducted. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.